Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and the explanted devices were requested in order to progress with this investigation, however, they were not available and thus there was only very limited information available for the investigation. It was confirmed that the explanted devices were not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available for this event, no further investigation can be conducted and thus corin now consider this case closed, however, if additional information is provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Minihip / trinity revision after approximately 4 months due to loosening of the stem and osteolysis.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Minihip / trinity revision due to osteolysis and loosening of the stem.